Manufacturer narrative:
Qn#(B)(4). Returned for evaluation was a 4fr wedge catheter. A 1.0cc control stroke syringe was returned connected to the inflation lumen. Small areas of dried blood were noted on the inflation lumen. The recommended volume capacity of the device is 0.60cc. Under microscopic inspection, stress marks were visible on the edges of the balloon, and the balloon appeared to overlap over itself. The inflation lumen was injected with 0.60cc of air using the returned syringe. The balloon inflated asymmetrically. The balloon measurements did not meet specifications of radius ratio less than or equal to 2.0. The balloon held inflation for at least one minute. The balloon deflated in less than 3 seconds when the syringe was removed per specification. The device was able to be aspirated and flushed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon does not fully inflate is confirmed. The balloon was found to be asymmetrical during functional testing. Nc60036043 was previously initiated to investigate the cause of this issue. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred while prepping the wedge pressure catheter on the sterile field the nurse had to manually roll open the balloon with her finger because it was "sticky." They were able to get the balloon to inflate. The doctor proceeded to place the catheter in the patient's right femoral and it would not fully open. As a result the md removed the wedge pressure catheter and used a 4fr competitor's catheter for the patient's pressures. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient is doing well.

Manufacturer narrative:
(B)(4). See MDR 3010532612-2016-00023 ((B)(4)) for other event.

Event description:
It was reported that the event occurred while prepping the wedge pressure catheter on the sterile field the nurse had to manually roll open the balloon with her finger because it was "sticky." They were able to get the balloon to inflate. The doctor proceeded to place the catheter in the patient's right femoral and it would not fully open. As a result the md removed the wedge pressure catheter and used a 4fr competitor's catheter for the patient's pressures. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient is doing well.